Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the procedure was to treat a mildly calcified, mildly tortuous, de novo lesion in the mid diagonal coronary artery. The lesion was pre-dilated with a 1.5x10 mm non-abbott dilatation catheter. A 3.0x28 mm xience prime stent delivery system (sds) was advanced and the stent was deployed. After post-dilatation with a 3.0x10 mm non-compliant balloon, a proximal edge dissection was noted. A 2.5x18 mm xience prime sds was used as treatment to cover the dissection without issue. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.